Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "inaccurate dose amounts". A visual inspection found no physical damage on the customer's pump. Inspection of the pump's event log revealed no problem. The customer's reported problem was unable to be duplicated. Three separate delivery accuracy tests were performed - all of which were within the pump's delivery accuracy specification. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump had inaccurate dose amounts. Unknown if there was patient involvement.